Manufacturer narrative:
Batch review performed on 04 december 2018. Lot 180650: (B)(4) items manufactured and released on 14 may 2018. Expiration date: 2023-04-26 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 32 size m 0 reference 01.29.205, lot 178997: (B)(4) items manufactured and released on 16 may 2018. Expiration date: 2023-05-03 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medica affairs director on november 30, 2018 hip dislocation 7 months after primary implantation. Hip dislocation may be due to a traumatic event, suboptimal component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices.

Event description:
Revision surgery performed 7 months after primary surgery due to dislocation of the head from the liner.